Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during high anterior resection, when an attempt was made to tilt the anvil in order to check the donuts tissue, metal piece dropped from the anvil head. There was no problem with the anastomosis itself, so no new product was used and the procedure was completed in this status. Nothing fell into the patient's cavity. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. The plunger was found to be broken off of the anvil. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the observed anvil damage may occur when handling the device after firing. Attempting to close the device while the anvil is tilted applies excessive force to the anvil mechanism; specifically, the plunger is pushed back leading to breakage. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.